Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. During evaluation, the cable passed visual inspection; however, failed functional analysis due to communication loss to the msis protocol when the cable is moved or pulled. X-ray investigation revealed visible anomalies inside the ch connector. Potentially broken wires inside the ch connector cause the device to not function. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported "intermittent power" with the device. No known impact or consequence to patient was reported.